Manufacturer narrative:
(B)(4). The device was manufactured october 19, 2014 ¿ october 20, 2014. The device was received for evaluation. Visual inspection noted fluid in the packaging due to a loose blue winged luer cap. A functional leak test was performed after tightening the cap. After 24 hours no leakage was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from an unknown location. The reporter stated that it was not possible to determine the leak site. This occurred during filling. There was no patient involvement. No additional information is available.